Event description:
It was reported that the patient had a history of ventricular fibrillation with an automatic implantable cardioverter defibrillator (aicd) providing shocks.

Manufacturer narrative:
Section a: patient date of birth was missing. Information requested. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the patient's history of fibrillation could not be conclusively established through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remained ongoing on heartmate 3 lvas, serial number (B)(6), until they expired on 30jan2024 as reported under MFR #: 2916596-2024-00761. It was reported that the device will not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) rev. C is currently available. Section 1, ¿introduction,¿ lists potential adverse events that may be associated with the use of heartmate 3 lvas, including cardiac arrhythmia. Additionally, the IFU lists arrhythmia as a potential late post implant complication. No further information was provided. The manufacturer is closing the file on this event.